Event description:
I got breast implants on (B)(6) 2015 and that is the day my problems began. I gained 15 lbs of inflammation overnight. I eat healthy and exercise and the weight wouldn't come off. From that point on I suffered from chronic infections and other issues such as bronchitis, laryngitis, pneumonia, the flu, stomach flu, digestive issues, chronic inflammation, sleeping problems, chronic fatigue, anxiety, depression, ringing in my ears, pins and needles in my feet and hands, never ending periods (they have lasted up to 19 days) and injuries that took forever to heal. I had an endoscopy in 2016 and all he could tell me was that I had chronic inflammation. He couldn't tell me why. In 2017 I sprained my si joint and my left ankle. My foot had that numb and tingling sensation. I walked on it, fell, and sprained my ankle. It took 3 months before it healed completely. In 2018, I sprained my wrist and developed a type of cyst. In (B)(6) 2018, I got bronchitis, the flu, and the stomach flu all at once. After that I developed a choking feeling in my throat and would throw up anything I would try to eat. So I thought it was gerd and took nexium again and it didn't help. In (B)(6) 2018, I got really sick again with a high fever and ended up in the ER. They gave me a cocktail of medicines and I ended up with thrush. The doctor put me on diflucan and I lost 10 lbs in a week and the choking sensation went away. Since the conventual medicine community was failing me and couldn't figure out why I was always sick, I switched to functional medicine. I go to (B)(6) and my doctor is dr (B)(6). At my first appointment, she spent a ton of time with me and ran a lot of bloodwork. This confirmed I had hashimotos hypothyroidism, chronic inflammation, candida overgrowth, and lyme disease. She told me that she thought my breast implants were what was making me sick and weakening my immune system. I decided to treat these conditions. The weight started falling off. In (B)(6) 2018, I was diagnosed with vitiligo and atypical calls on my low abdomen at the dermatologist. They told me that the procedure to remove those cells would be minor. I had the procedure done in late (B)(6) and it was not minor. I had a bad reaction to local anesthesia which caused my stomach to bloat and look like I was 6 months pregnant. I was also stung by a bee on my foot in early (B)(6) and I didn¿t see the stinger at first. I started getting sick. My functional medicine doctor found the stinger in my foot 12 days later and after she removed it, I started feeling better right away. In (B)(6) 2018, I began sibo treatment with her sibo protocol. It really helped me and I got down to (B)(6) lbs. I started 2018 at (B)(6) lbs. But things got worse over christmas break. I ended up catching the stomach flu from my family. That set things off in a bad way. In (B)(6) I got a uti which turned into a kidney infection because the antibiotic didn't work. Then in (B)(6), I got strep throat. The weight came back on very fast and I started having that choking feeling again. That is when I decided that I needed explant and start consulting with surgeons. Before surgery, my functional medicine doctor ran baseline blood work. My liver enzymes were high and my c4a inflammation marker was 13,000. I explanted on (B)(6) 2019. My liver enzymes are back in range and my c4a has gone down to 10,000. I know it will be a long healing process before I feel better. If I would have known that breast implants would cause all of these problems, I would have never got them. I wish I would have been told that my body could treat them as a foreign invader and cause systemic issues when I was deciding to get breast implants. FDA safety report ID # (B)(4).